Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, hemostasis was successfully achieved. In the absence of device returned for analysis, a conclusive cause for the difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral vein (rcfv) was attempted using two proglide devices after an electrophysiology intervention procedure. Reportedly, one device was attempted in an 8f sheath in place; however, the device had a cuff miss. A second device was attempted in a different puncture site on the rcfv via 8f sheath; however, there was resistance advancing the device. The sheath was upsized to 9f and the device was deployed. However, a cuff miss was noted. Hemostasis was achieved with another proglide and figure 8 in first and second puncture respectively. There was no reported clinically significant delay in the procedure or therapy.